Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that co2 gas was leaking from the hose yoke connection resulting in 3 members of staff feeling light headed and phoning 111 (national health service) for advice.